Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 365 mg/dl. The customer stated that his blood glucose was high due to the insulin pump no delivering insulin to bring it down. Advised the customer to call back for troubleshooting for the no delivery alarm. Nothing further reported.